Event description:
Device report from synthes (B)(6) reports an event from (B)(6) as follows: the patient was hospitalized on (B)(6) 2013 at (B)(6) because of a fracture fragment pertrochanteric more right. A proximal femoral nail was inserted. Because of a material fracture, the nail was replaced on (B)(6) 2013 when another nail was inserted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but a similar device is marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.